Manufacturer narrative:
A user facility reported on 4/19/2023, that "the temperature probes are overheating. The isolettes are overheating when using the temperature probes. This is happening on older and new model isotlettes. They have even switched out an isolette 3 times with a patient to see if it was a bed issue." No injury occurred, but it was reported that medical attention was required to prevent impairment. The sample has been requested, but has not yet been returned to deroyal industries. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Event description:
The temperature probes are overheating. The isolettes are overheating when using the temperature probes. This is happening on older and new model isotlettes. They have even switched out an isolette 3 times with a patient to see if it was a bed issue.

Manufacturer narrative:
Five samples were returned to deroyal on may 5, 2023. These were representative samples from the user facility, not the actual device described in the complaint. Two of the returned devices were from the work order under investigation. Functional tests were conducted on all returned samples with each being within tolerance and no issues found. Device history records and work orders were reviewed with no issues found. An inventory check was made on 125 skin sensors and no issues were identified. A complaint to sales ratio was conducted over the past two years. A total of 110,100 skin sensors were sold with only one complaint in that same time frame. This represents a ratio of 0.000009, or 0.0009%. Root cause: because functional results were all found within the tolerance and no discrepancies were identified in the documentation, a root cause cannot be determined. Corrective and preventative actions: because the issue could not be identified and no root cause could be established, no corrective or preventative actions were taken. Deroyal will continue to monitor for trends around this issue and item. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.